Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a craniotomy procedure, the bur broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a two minute delay and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a craniotomy procedure, the bur broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a two minute delay and the procedure was completed successfully.